Event description:
Related manufacturer related number: 2017865-2018-13690. During a follow-up, there were episodes of oversensing noted on both the right atrial (ra) and right ventricular (rv) leads, resulting in a loss of pacing therapy. The patient also experienced some palpitations and syncope. Both the ra and rv leads were explanted and replaced to resolve the event and the patient condition was stable.

Manufacturer narrative:
The reported events of over-sensing and failing to pace due to premature deterioration of the lead were not confirmed. As received, a partial lead was returned in one piece. Visual and x-ray analysis did not find any anomalies with the exemption of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.